Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be due to bacterial infection. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified anti-inflammatory treatment and peritoneal irrigation for the event (no further details). At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. No additional information was provided as the reporter declined follow-up.